Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model 02 years 11 months following the initial procedure. Additional information has been received and the reason for lens explant was reported as ghost images, light sensitivity. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The intra ocular lens (iol) is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the lens model 24.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company monofocal 23.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and patient also experienced dysphotopsia.